Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold lite w/ capio slim was used during uphold lite prosthesis placement for pelvic prolapse procedure on (B)(6) 2018. According to the complainant, during procedure, during placement of the uphold lite mesh, the suture (wire) broke. It was not reported whether the detached piece remained in the patient or if additional intervention was required to retrieve it. A second device was required to complete the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.